Event description:
Device malfunction: vessel locator wings collapsed prematurely. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery, after an unspecified procedure. Reportedly, the vessel locator button released prematurely collapsing the vessel locator wings while performing the deployment steps. The vessel locator button was depressed a second time and remained depressed. The clip deployed successfully and achieved hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.